Event description:
It was reported that during a primary hip replacement the trident screw driver head broke off and the screw was unable to be inserted into the acetabulum correctly. The screw was then burred off to avoid impinging the liner.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available a supplemental report will be issued.